Event description:
It was reported by repair work order that the scale was inaccurate due to the load cells malfunctioning. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to the load cells malfunctioning. No patient was affected and no adverse events or clinically relevant delays in treatment were reported.

Manufacturer narrative:
(B)(4): account requested replacement parts, no evaluation requested.

Manufacturer narrative:
Follow-up submitted with evaluation results performed by the customer which determined the scale was inaccurate due to load cell malfunction. The issue was resolved by ordering 4 new load cells for the customer to install. Device evaluated by customer.